Event description:
It was reported that the customer requested and delivered a 20 unit bolus; however, the bolus did not lower the customer's blood glucose (bg) level as expected. The customer's bg level subsequently increased to 400 mg/dl with large ketones. A manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.